Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, while manipulating the right ventricular (rv) lead into the rv chamber, the physician suspected that the rv coil was "loosened". The physician elected to remove and replace the lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, while manipulating the right ventricular (rv) lead into the rv chamber, the physician suspected that the rv coil was "loosened". The physician elected to remove and replace the lead to complete the operation. No patient complications have been reported as a result of this event.